Manufacturer narrative:
On july 14, 2023, the mentor analysis lab received the suspect medical device for evaluation. On july 18, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the siltex gel implant was found to be ruptured. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants during physical exam with a medical professional. As a result, the patient underwent removal on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Refer to manufacturing report number 1645337-2023-06368 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).